Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead will be monitored.

Event description:
New information received notes that during a routine follow-up, the lead exhibited high, out of range, pacing lead impedance, and increased capture threshold. The patient was asymptomatic. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.